Manufacturer narrative:
A sample was received on (B)(6) 2015 and is currently being decontaminated. Although it was reported that the lot # for this incident is unknown, the customer suspects that the lot # may be 4090965. For this potential lot #, the expiration date is 04/30/2017 and the device manufacture date is 03/2014. A review of the quality notifications was performed and revealed that a notification had been generated for adapter damage on the potential lot #4040965. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while performing a venipuncture with a bd insyte autoguard shielded IV catheter, blood leaked form the catheter/adapter connection. The nurse, wo was not wearing gloves, stopped the leakage with her hand, which happened to have a previous wound located on her 4th finger and was covered by tape. The nurse received routine post exposure lab work, but did not receive any further medical interventions or treatments.